Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved. Prompted child patient when adult cartridge is inserted.

Event description:
There was no patient involved. Prompted child patient when adult cartridge is inserted.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. During the investigation, the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. During and after the test therapy sequence the device then failed to switch between adult patient mode and child patient mode correctly. The measurements taken would indicate the reed switch (sw1) was failing to switch correctly. Between the (B)(6) 2018 and the (B)(6) 2018 the device records 4 manual power ons and information from the technical log shows that on each of these occasions the device prompted ¿child patient¿. This would indicate that the fault was detected during these manual power cycles. The reed switch was replaced and the device power cycled multiple times with both an adult pad-pak and paediatric-pak. The device gave adult voice prompts with the adult pad-pak installed and child voice prompts with the pedi-pak installed. This would confirm a failure of sw1. As detailed in the report the device was capable of delivering therapy, however, the shock energy may have been reduced if the device had incorrectly powered up in child patient mode for higher impedance patients. In addition, the ability of the device to detect patient impedance <74 would have been compromised. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.